Event description:
User experienced several pt samples with erroneous results. Only the following example was provided: initial uric acid result 13.5 mg/dl, repeat 9.2 mg/dl. The initial result was reported, pt not adversely affected. The field service rep determined there was a hole in the aspiration tubing #5 on the rinse mechanism. The tubing was replaced.